Event description:
The manufacturer received information alleging that a trilogy ev300 device failed the system setup diagnostic pre-test during implementation of a field change order. There were no allegations of patient harm, and the device was not in patient use at the time of the event. The device was evaluated at a third party service center. The malfunction was attributed to the 3-way solenoid valve and the proportional valve (aecm). The technician recommended replacement of both components to correct the issue. No repair was completed because the customer declined service and confirmed their technician would perform the repair. A final report is being submitted. If new information becomes available following completion of the device repair that changes the outcome of the investigation or affects medical device reporting, a follow up or supplemental report will be submitted.

Manufacturer narrative:
The reported failure of system setup diagnostic pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.